Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the q13and q16 transistors on the defibrillator board were shorted. The cause of the failure during pulse delivery is the shorted q13 and q16 transistors. The root cause of the shorted transistors cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it failed the pulse test during incoming testing.